Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the product and lot combinations. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain, elevated cocr levels and femoral loosening. Loosening occurred at the bone/cement interface. Cement manufacturer is unknown. It was noted, patient has a nickel allergy.